Manufacturer narrative:
Please note the correction statement regarding the d9/h3: the reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A representative reported that the humeral size 3/4 impactor tip broke at the end of a surgical case, but it had no impact on the patient or the surgery time. An update provided additional details: the lot number was not visible on the broken piece after washing, there was no debris that could have fallen into the patient, the issue occurred during a primary surgery, the item was in service for approximately 1 year, it was not part of a loaner kit but a consignment.

Event description:
A representative reported that the humeral size 3/4 impactor tip broke at the end of a surgical case, but it had no impact on the patient or the surgery time. An update provided additional details: the lot number was not visible on the broken piece after washing, there was no debris that could have fallen into the patient, the issue occurred during a primary surgery, the item was in service for approximately 1 year, it was not part of a loaner kit but a consignment.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.